Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed, as the device was not returned for analysis. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 38mm amplatzer septal occluder was implanted. The patient was experiencing non-sustained ventricular tachycardia was noted on cardiac monitoring and prompted an echocardiogram was performed to assess the device's placement and stability. On (B)(6) 2021, it was noted that the device had embolized into the right ventricle. On (B)(6) 2021, it was decided to refer the patient for surgical closer and the device was retrieved. The patient was reported to be in stable condition.